Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received 7 inappropriate shocks for oversensing noise. The lead was capped and replaced. The patient was in stable condition.